Manufacturer narrative:
The reported event was patient deceased. As received, only a connector portion of the lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-49843. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.